Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt had experienced muscle spasms in the neck and throat during stimulation. No interventions were taken for these events. If present, an intermittent short-circuit could have potentially contributed to the pt's muscle spasms.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.